Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had buttons hard to press and was slower to rewind. The customer's blood glucose level was unknown at the time of the incident. The customer also reported cracks on the casing, battery life diminished, and unexplained no delivery. Troubleshooting was not completed as attempt to reach customer was unsuccessful. No further details were provided. The insulin pump will not be returned for analysis.